Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set cannula was bent and the infusion device did not provide an occlusion error message. The patient experienced high blood glucose and vomiting as a result. At 6:30am on (B)(6) 2019 the patient's blood glucose was very high and at 12:00pm the patient was admitted to the hospital for hyperglycemia. She was treated with insulin.